Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedures, a patient presented with a severe allergic reaction and the beginning of endophthalmitis. The patient's condition is worsening. The patient was treated with steroids. Additional information has been requested. There are two medical device reports associated with this patient this report is for the fellow eye implanted.